Event description:
It was reported patient during an elective surgical intervention on (B)(6) 2026, the leads were unable to be explanted due to excessive scar tissue. As a result, only parts of the leads were explanted. Further surgical intervention may be undertaken in the future to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.